Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder had wear at a fold in the proximal end, middle and distal end of the cylinder. The first cylinder had a bulge when inflated. The second cylinder had wear at a fold in the proximal end, middle and distal end of the cylinder. The second cylinder passed the leakage testing. The flat reservoir had wear at a fold in the shell. The flat reservoir passed the leakage testing. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The ms pump block was worn on the side from krt wear. The ms pump passed the leakage testing and the functional testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reported and any performance allegation information. Upon analysis of the returned components, a device issue was noted. No further information was reported.